Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the high voltage module was replaced to resolve the malfunction. The device was recertified and returned to the customer. The high voltage module was returned to zoll medical corporation, united states. During our evaluation a foreign substance was observed around several components that caused corrosion. The cause of the foreign substance could not be firmly established. The high voltage module was deemed unrepairable and was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.